Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There has been similar event(s) for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The following information was provided: it was reported that "implants are being removed from a left total knee procedure done in (B)(6) 2019 by doctor. Doctor is revising the patient's implants and doing a full blown left total knee revision procedure ((B)(6) 2026) with extraction of x3 triathlon ps cementless implants and replacement with triathlon ts implants. Surgeon's concern is premature polyethylene wear, leading to osteolysis."